Event description:
The customer reported to baxter (B)(6) of a buretrol administration solution set in which "the tube is smaller (diameter)." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. The customer reported a lot number of sx12fa4; however, this lot number is invalid. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination of the sample was performed and no defect was observed. An under water pressure test at 8psi was performed and no leak or blockage was observed. The reported condition was not confirmed. The root cause of this condition was not determined.